Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to obtain a 12 lead reading. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue.